Manufacturer narrative:
(B)(4)

Event description:
It was reported that during insertion in the ir, the tip of the sheath fractured. As a result, a different brand was used to place the catheter. It is not known if there was a delay in treatment, but there was no reported death or complications.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed because no sample was returned for analysis. The customer provided a photograph of the lidstock. Device history record review was performed and did not reveal any manufacturing related issues. The potential cause could not be determined based upon the information provided and without a sample. No further actions will be taken.